Manufacturer narrative:
This report is being filed under exemption (e2012066) by (B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On 15 jun 2016 arjohuntleigh received a customer complaint where it was indicated that a patient underwent a 4 hour surgical procedure, during which he was wearing the flowtron l501m leg garments. Upon completion, staff noticed that there was redness and swelling in the calf area. They then had to perform a second procedure, a fasciotomy, to treat what they believe was acute compartment syndrome. It was indicated that the flowtron acs900 pump never alarmed or gave any indication that something was wrong. The facility has isolated the equipment and will be conducting their own investigation. Additionally, it was reported that this is a brand new pump that was put into service last month. The facility staff informed that "the pump gives a blocked tubeset error when it is connected."